Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the patient with unknow race and ethnicity was on impella rp for pulmonary circulation support. It was reported that the cardiac surgeon was having difficulty getting the impella to advance beyond the right ventricle across pulmonic valve and had made several unsuccessful attempts prior to onsite support. The cardiac surgeon had once again removed the impella from the introducer and it was immediately apparent that the outlet window had been crushed/bent at some point and we were not going to be able to successfully implant this device. Unfortunately, there wasn't a 2nd rp on the shelf. The decision was made to abort rp implantation and cannulate the patient for ECMO instead. No patient harm reported.